Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-12486. It was reported the physician placed two leads for a permanent procedure. Stimulation was tested in the operating room. The patient reported she was not receiving effective stimulation. The physician removed the leads and abandoned the case. The patient will be referred for a paddle lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.